Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 528mg/dl. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Recommendation was made to consult with a healthcare provider regarding diabetes management.